Event description:
Report received of an independant dose change in settings. The pump was programmed in the pca-only mode to deliver 0.1mg/ml dilaudid, with a pca dose of 0.2mg, 10-minute pt lockout, and no 4-hour limit set. It was reported that the device was in use for "approximately less than 1-hour" when the nurse witnessed the pump independently change the dose from 0.2mg to 0.3mg. There was no reported cell phone usage at the time of the event. The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt effects. Though requested, no additional information was provided.